Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was a power on reset (por) error message. The therapy had stopped due to por. The patient reported that he was charging the ins with the recharger and the por appeared on the recharger screen. The patient reported that he was able to charge the ins and was currently charging the ins. The patient reported that he bypassed the por on the recharger. The patient reported that he was unable to connect with the patient programmer (pp) as por appeared on the pp as well. The por was noted to be an informational por. The patient was assisted in bypassing the por on the pp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their unit needed to be recharged and was turned off. They charged it and turned it on and saw the por. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.